Event description:
Subsequent to the initial medwatch report, the device was returned with the balloon and distal shaft (innermember) separated. Follow-up information received from the account stated that after the device was removed from the patient intact, it was separated by the physician during inspection.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and sem analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). The 5mmx100mmx80cm armada 35 balloon dilatation catheter (bdc) ruptured at rated burst pressure (rbp) and was removed without issue. No additional treatment was needed, because although the balloon ruptured, the lesion was reportedly adequately treated. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.